Event description:
It was reported to medtronic neurosurgery that during the surgery, the dr found valve leakage.

Manufacturer narrative:
The valve was patent. It passed siphon and reflux testing. The device met requirements for preimplantation testing, and it met all pressure-flow specs with the exception of the 5.5 ml/hr parameter. The valve did not meet requirements for the leak test as there were two tears in the top of the delta chamber. There were also nicks in the bottom of the delta chamber's diaphragm, and the plastic component of the delta chamber exhibited mild damage. It is unk how or when these damages occurred. The instructions for use that accompany the device caution that "low tear strength is a characteristic of unreinforced silicone elastomer materials." The instructions for use further caution that "if handling the delta chamber is necessary, the device should be held by the diaphragms with gloved fingers only." A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture. No impact to the pt was reported.